Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. The customer was not been using the pump at the time of malfunction so there was no impact to blood glucose. Reportedly, the customer reverted to manual injections for insulin therapy.